Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/08/2017 with the following findings: a review of the pump¿s black box data showed no evidence of a ¿no power¿ event. The returned battery cap was able to fully tighten onto the pump. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap had no damage. The pump powered on normally and successfully completed the rewind, load, and prime steps with no power issues occurring. The pump was exercised for 24 hours with no power interruptions. The complaint of no power could not be confirmed or duplicated on investigation. The pump was opened and there was no damage found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).